Event description:
The customer reported that the device had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
It was reported that the engineer determined that there was a touchscreen fault and that the touchscreen required replacement. Insufficient information is available to determine the resolution of the event. It was reported that the issue was resolved, and the device was returned to service; however, it was not reported what was repaired to resolve the issue as the repair was not performed by philips. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.